Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman truseal access system (was) and a watchman laa closure device & delivery system (wds) was selected for use. The transeptal puncture (tsp) was completed via transesophageal echocardiography (tee) guidance at an inferior/posterior position. The dilator and needle were removed and an amplatz super stiff wire were advanced through transseptal sheath. There was no wire in laa or left superior pulmonary vein (lspv) as detected by tee. It was assumed placed in left inferior pulmonary vein (lipv). A sweep was completed to check for any pericardial effusions, and no were noted. The physician prepared and advanced the was truseal sheath over the wire into the center of the la. The dilator was removed, back bleeding performed, and the valve was closed and connected to a steady saline flush. The patient non-invasive blood pressure (nibp) dropped, and a pericardial effusion was noted. The physician completed pericardiocentesis and catecholamine was administered. Approximately 250ml of blood was removed. The patient stabilized and the physician continued the procedure. Angiogram imaging showed the pigtail and was sheath in the pericardial space. A perforation of the atrium caudal from the laa was noted. The physician decided to terminate the procedure. The devices were left in place and fixed, and the patient was transferred to cardiac surgery where the perforation was repaired and the laa ligated. The patient was successfully treated by surgery and remains in the hospital for recovery in stable condition.